Manufacturer narrative:
Additional information was added to d1, d2, d4, d9, g4 and h4. Corrections were made to h6 and h11. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no signs of a leak were observed from the device. A pressure test and underwater test was performed with the extension set connected to the primary set, matching the configuration received. No sustained bubble formation, leakage, or pressure loss were observed during testing. The test results were satisfactory. A static hold was performed by priming the set and clamping off the end of the distal end of the extension set. Once fully primed a dynamic leak was noted immediately from the from the gland of the clearlink on the extension sets. The reported condition was verified. The cause of the reported condition could not be determined. Although sample analysis confirmed the presence of a leak, the device malfunction is unlikely to have directly caused or contributed to the patient¿s hypoglycemia requiring medical intervention, as the affected line was identified as infusing tpn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received one (1) used primary IV set connected to an extension set for evaluation of a reported leak condition. At the time of the complaint, the customer did not provide a baxter product code or lot number for either set. Based on the overall length, configuration, and componentry, the extension set was identified as 2c8671, and the primary set was identified as 2c8537 or 2r8537. A visual inspection was performed on the returned sample using the unaided eye. All components were present, properly assembled, and consistent with design specifications. No visible defects, damage, or abnormalities were observed on either the primary or extension set. The sample was evaluated in the configuration received, with the primary set connected to the extension set. During functional testing, the set flowed as intended, and no leaks were observed during priming from any components of the primary or extension set. Pressure test and clear passage (underwater) test was performed with the extension set connected to the primary set, matching the configuration received. No sustained bubble formation, leakage, or pressure loss was observed during testing. The test results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter access set leaked from an unspecified location during a total parenteral nutrition (tpn) infusion. The patient became acutely agitated despite fentanyl treatment, prompting the registered nurse to assess the intravenous (IV) line, at which time leakage of the tpn was identified. The tubing was deemed unreliable and discontinued, and the provider ordered dextrose containing IV fluids in place of the tpn. Blood glucose levels were monitored, and the patient was subsequently found to be hypoglycemic and required a 10% dextrose (d10) bolus. No additional information is available.

Manufacturer narrative:
Upon visual inspection, functional evaluation, and pressure testing performed under representative use conditions, the reported leak condition could not be confirmed. No evidence of product nonconformance was identified in the returned sample. Based on the currently reported information and the sample analysis, the baxter access set was determined not to be a factor in the reported event of patient was hypoglycemic necessitating medical intervention. Should additional relevant information become available, a supplemental report will be submitted.